Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return and it was noted that link electronic module (lem) errors occurred during incoming functional testing, errors were found in the update history and the touch screen was out of specification. The lem board was replaced, the touch screen connector was cleaned and reseated and the touch screen parameters were reset and the touch screen calibrated. New software was installed and the device cleaned and it then passed its electrical safety as well as all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer turns off suddenly. The programmer has not been received into service. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.